Event description:
The event occurred on an unknown date involving an unspecified dial-a-flo set where it was reported that the customer often encounters difficulties administering infusions through this device. They find that when setting up infusions, the device often flows faster than the flow rate that was initially set on the device. There was patient involvement but no report of patient harm.

Manufacturer narrative:
It is unknown if the device is available to be returned for evaluation. Without the device, a probable cause cannot be determined. The customer also added that the reference number (B)(4) for the product involved which could not be identified.